Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a ((B)(4) proximal femoral nail) was used for a trochanteric fracture procedure. After completing proximal fixing, when the surgeon tried to insert the proximal locking screw, the screw could not be inserted due to the interference of the nail and the tip of screw. It was also, reported that after checking whether the device was loosened or not, the surgeon attached the sleeve and drilled using 4.0mm drill bit then measured the correct screw length again and at that time the screw could be inserted without any problem. There was a report of a thirty minute surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the locking bolt shows that it is damaged due to heavy mechanical use. The in-hex is worn out by the screwdriver. The thread of the locking bolt is damaged too at the distal half. This indicates clearly contact with the nail. It is obvious that the locking bolt came into contact with the nail. Further applying torsional force, while trying to insert them, leads to the damage of the in-hex. The device has been produced in november 2013 and shows conformity to the specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.